Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were not reviewed because the lot number was not provided. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that 2.5 months after the implantation the femorale plate broken during weight bearing.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: plate breakage event description: it was reported that the patient was implanted with ncb pp proximal plate on (B)(6) 2018, on (B)(6) 2018, it was seen that the ncb pp plate was broken. Afterwards, the plate was revised. Review of received data: surgery (B)(6) 2018, implantation of total hip prosthesis right with allofit cup and avenir stem cementless size 7 due to coxarthrosis. Patient fall at home on (B)(6) 2018, x-rays showed: bone (coil) fracture left slight collapse of the stem (avenir) surgery (B)(6) 2018, removal of the avenir stem and replacement with a new avenir stem implantation of the ncb plate on (B)(6) 2018, it was seen that the ncb plate was broken. Device analysis: - visual examination: the broken plate was returned for investigation (see picture attached). The sub components (screws and locking caps) have not been returned. The fracture of the plate is located through the middle bore hole of a diagonal three hole pattern. The visual examination of the fracture surfaces shows beach lines. These lines depict the fatigue character of the fracture. The fracture origins are located at the beginning of the chamfer. The plate shows also several scratches on the outer surface. Additionally, next to the fracture, structured marks and polishing are visible which presumably could have derived from contact with the cerclage wire which was used for fracture fixation. Review of product documentation: - surgical technique: in the surgical technique it is described that ncb bone spacers may also be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable wire. Insert the bone spacers into ncb screw holes before plate insertion. Root cause analysis: root cause determination using sap rmw: - breakage of implant due to movement between implants leads to notching / fretting => possible, the cerclage wire and the plate were in direct contact which could have lead a movement of the plate. - breakage of implant due to inadequate implant design & material (fatique strength - lifetime of the device) => not possible, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to chemical / galvanic / crevice corrosion of material => not possible, no corrosion found during the investigation. - breakage of implant due to implant will be implanted against contraindication => not possible, no evidence for contraindications. - breakage of implant due to wrong interpretation of in situ device position and/or dimension => possible, no spacer was placed. - breakage of the implant due to wrong interpretation of x-ray template for dimensions => not possible, no issue found with dimensions. - breakage of implant due to user define incorrect placement of the spacers and plate => possible, not using spacers might have led to high bending stresses where the plate was in direct contact with the cerclage wire. - breakage of implant due to user perform improper handling of the plate during insertion => possible, no bone spacers were used. The cerclage wire was in direct contact with the plate. - breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, it is possible that wrong or incomplete information was given to the patient which he had to follow after the surgery. - breakage of implant due to patient do not follow the postoperative protocol => possible, unknown if the patient did follow the given restrictions. The plate breakage occurred when the patient was having a shower. Conclusion: it was reported that the patient was implanted with ncb pp plate on (B)(6) 2018, . The plate was broken on (B)(6) 2018, . Afterwards, the plate was revised. The plate breakage occurred when the patient was having a shower. The plate was in vivo for approximately 2 months. The medical reports show that the patient has a long medical history. The visual examination of the returned plate indicates that no material defects that could have triggered the fracture could be detected. The product analysis of the ncb pp plate shows an indication for a fatigue fracture. On the backside of the plate there are polished areas and structured marks visible where the cerclage wire was placed. The surgical reports do not describe the use of bone spacers. In the surgical technique lit.no. 06.02013.012 it is described that ncb bone spacers may also be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable wire. Insert the bone spacers into ncb screw holes before plate insertion. Not using spacers might have led to high bending stresses where the plate was in direct contact with the cerclage wire (lever arm situation). However, an exact root cause for the breakage of the ncb pp plate could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2018 - 00778.

Manufacturer narrative:
The device was received, the investigation is pending. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).